Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist noticed that the shrader valve on the bottom of the air filter water trap was broken off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint is confirmed. The pin in the valve was broken off due to damage and not part failure. The hospital biomedical engineer ordered the part to make the repair. No additional action will be taken at this time.